Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure what was the tissue condition (normal, thin, calcified, fragile, diseased)? Lot number? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please clarify the statement ¿only the infected area was opened¿. Was there a wound dehiscence at the infected area or did the surgeon re-open the patient¿s wound? Was the patient re-sutured after the pus was removed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 ¿g/m.

Event description:
It was reported that a patient underwent a cesarean section surgery on (B)(6) 2022 and a barbed suture was used on the dermis. Post-op, on (B)(6) 2022, an infection occurred. The surgeon commented that he doesn't believe that the suture is the only cause. The patient has been hospitalized. Only the infected area was opened, and pus was removed. Antibiotics were administered. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/21/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 health effect - impact code. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, weight, bmi at the time of index procedure? Female. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unknown. Lot number? Unknown. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Unknown. Was at least one reverse stitch performed prior to closure? Unknown. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Unknown. Please clarify the statement ¿only the infected area was opened¿. Was there a wound dehiscence at the infected area or did the surgeon re-open the patient¿s wound? The latter. The surgeon re-opened the patient's wound. Was the patient re-sutured after the pus was removed? Unknown. What symptoms did the patient experience following the index surgical procedure? Onset date? On (B)(6), infection occurred. Other relevant patient history/concomitant medications? Unknown. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unknown. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Antibiotics was administered after the infected area was opened and pus was removed. Were cultures performed? If so, please provide the results. Unknown. How much and what type of drainage is present in this wound? Unknown. Please describe any medical intervention performed including medication name and results. Only the infected area was opened, and pus was removed. Antibiotics was administered. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon commented that he doesn't believe that the suture is the only cause. What is the patient's current status? The patient has been hospitalized.